Manufacturer narrative:
The device has returned with no reported allegations. However, upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and found to be kinked along its shaft. The dilator passed flushing test. Next, during functional test along with vhx, it was noted that the dilator tip has a minor damaged. The device passed the dimensional tests, as the dilator inner diameter was within specification. Finally, the dilator failed the test for guidewire passage; it was possible to insert it until reaching the kinked part which point it could no longer advance.

Event description:
A dilator from a versacross connect access solution for faradrive was returned with no reported device allegations or patient complications. However, upon investigation analysis of it, it was confirmed that the dilator tip was damaged and the dilator was kinked.